Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received describes the event as follows ".. Rn went to take patient off dialysis, the gauze wrap that covers the cvc luer and tego connector was found soaked with blood. The venous tego connector was observed to be leaking blood from the plastic housing. In interviewing the nurse involved; the blood appeared to be oozing from the side slot of the main tego body. ..". The tego connectors were removed, replaced and discarded. There were no reported patient injuries, change in baseline condition and or adverse outcomes.

Manufacturer narrative:
Device return: one packaged d1000 tego connector, same lot sample lot# 3255850. Engineering testing and analysis of the returned tego unit recorded no visual anomalies and or leakage(s), performance issues. Although the reported tego leakage issue was not replicated previous reports/device return investigations have been conducted. Those investigations and additional engineering efforts did identify component/molding anomaly that can potentially cause or contribute to a seal misalignment . This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. ICU medical has initiated and is recalling those lots that could potentially contain this condition.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received describes the event as follows ".. Rn went to take patient off dialysis, the gauze wrap that covers the cvc luer and tego connector was found soaked with blood. The venous tego connector was observed to be leaking blood from the plastic housing. In interviewing the nurse involved; the blood appeared to be oozing from the side slot of the main tego body. ..". The tego connectors were removed, replaced and discarded. There were no reported patient injuries, change in baseline condition and or adverse outcomes. This is the MFR's. Follow up report to provide additional information and the device return (same lot pkgd. Sample) investigation results.